Event description:
It was reported that the customer experienced difficulty charging the pump with multiple usb cables and wall adapters. The customer's blood glucose was 128 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.